Event description:
It was reported there were impedances greater than 10,000 ohms and impedances greater than 20,000 ohms. Electrode 8 was greater than 10,000 ohms and greater than 20,000 ohms with electrode 0 but then normalized when tested at 3 volts and was 1247 ohms. It was noted they did not believe all reference electrodes were viewed at the time impedances were taken. It was noted the patient was part of a (B)(4) study that was testing for muscle response for phantom limb pain. The study checked stimulation and muscle response in lower extremities and it was noted the patient was not responding to the stimulation at the usual 1.4 or 1.5 volts where they usually felt stimulation. Stimulation needed to be increased to around 5 volts for patient to respond which is why they checked impedances. It was unknown if the patient had any falls or trauma. It was also unknown if the patient had been having consistent response at 5 volts with electrode 8 or if that had changed or if it was intermittent in nature. It was noted the patient used stimulation one hour per day usually using electrodes towards the top of the lead. It was noted in clinic they test neighboring electrode pairs for patient's response. Reporter confirmed impedances were greater than 10,000 and 20 ,000 ohms but that impedances normalized once they were run at 3 volts and that 0-8 impedances were 1246 ohms. It was noted before when they tested the response down the lead and would get a response at 1 volt but they only got two responses and then it disappeared. This specifically occurred when 7+8- was tested. When they got to 4 volts with this pair they again for 2 or 3 responses and then it disappeared. With group impedance testing with 7 and 8 programmed they were getting out of range impedances until 5 volts. At 5 volts they got a physical response and a group impedance of 1135 ohms. They did get some muscle response at 3.5 volts as well. It was noted all pairs with 8 were irregular. It was also noted the leads were in t12 epidurally. It was later reported there were irregular impedances with 0-8 pair. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.

Event description:
Additional information received reported that the patient was still experiencing high impedances on that particular electrode, and they were not using it. They programmed around the electrode with high impedances. No further information was provided.

Manufacturer narrative:
Product ID 39565, product type: lead. (B)(4).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional (hcp) of a clinical study reported that in (B)(6) of 2012 during a testing session in the lab investigators noticed inadequate response present during a bipolar stimulation sequence with electrode 7 and 8 from the electrode array. With further testing investigators and manufacturing representative concluded that electrode 8 from the array was malfunctioning. This was confirmed by running impedances of each of the electrodes in the array. Since electrode 8 was not used in optimal standing and or voluntary movement configurations this malfunction had no negative or adverse impact on the patient and the array was not removed or changed.

Event description:
Additional information received from the healthcare provider of a clinical study reported that there were no symptoms experienced by the patient and the malfunctioning electrode was found as a result of a routine impedance check. The cause of the issues was not determined. Electrode 8 was removed from any stimulation configurations and continued to show out of range values. No other contacts had problems and the electrode issue was not interfering with the patient's ability to perform various tasks.